Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited noise over-sensing. During lead revision procedure, it was observed that the atrial lead also had a insulation breach. The atrial lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of insulation damage was confirmed, and the event of sensing noise was not confirmed. A full lead was returned in one piece. Visual inspection found outer insulation damage at at 18.1 cm from the connector pin consistent with procedural damage. The cause of insulation damage was due to procedural damage. Electrical testing were normal with no anomalies found.